Event description:
It was reported that two xience prime stents were implanted three years ago and during a mildly calcified, mid, right coronary artery (rca) stenting procedure with the lesion between the previously implanted stents, a xience prime stent delivery system (sds) was advanced meeting resistance when the distal part of the complaint xience prime started to cross the proximal part of the previously implanted xience prime stent and would not cross the first previously implanted xience prime stent in the proximal rca. Reportedly, there was resistance felt with the removal of the xience prime sds; therefore, the xience prime sds, prowater asahi guide wire, and the non-abbott guide catheter were removed as one unit without intervention. Upon removal the proximal stent struts of the xience prime sds were found flared, the new xience prime stent was partially dislodged from the sds, but still covering half of the balloon. The previously implanted xience prime was still fully apposed to the vessel wall after the removal of the new xience prime sds. The procedure was completed with a new prowater asahi guide wire, non-abbott balloon, and a non-abbott stent. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: prowater asahi, guide cath: 6f medtronic jr catheter, stent: xience prime stents. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage and stent movement were confirmed. The failure to advance/cross and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.